Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient stated their arm was hurting a lot near the insertion site so she went to the emergency room. The physician diagnosed a bacterial infection which extended beyond the sensor patch perimeter. He prescribed an oral antibiotic (aephalex 500 mg, 4 times per day for 7 days). At the time of the report, the patient had recovered from the reaction. No additional patient or event information is available.